Event description:
While handheld kiwi vacuum was being used there was a loud snap type sound. It was discovered that cable had broke during infant delivery. Product has been sequestered pending 3rd party evaluation. Dates of use: early 2009. Diagnosis: used to assist delivery of infants. Event abated after use stopped: yes.